Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: could you please provide more details for "stapler mis-fired"? 2 staple legs were not properly bent into a ¿b¿ shape. Please see attached image. Did the device staple? Yes, with 2 legs sticking straight into the lumen of the colon. Was the staple line complete? Partially. With malformed staples. Were there any staples missing from the staple line? No, malformed. What was the shape of the staples (b-formation, irregular, legs straight)? Straight legs. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? Yes, see image. Did the device cut? Yes. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were both tissue donuts present? Yes. If the device fully cut, were both donuts complete? Yes. The surgeon that reported this event just shared that patient has resulted in a leak. This was a post-op leak that required intervention. The ecs29a resulted in straight staple legs protruding into the lumen of the colon. This anastomosis resulted in a leak reported today. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What device was used for the distal transection line? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What is the current status of the patient? Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows tissue and two staple leg can be seen protruding of tissue. No bleeding was noted. Based on the photo the event describe is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the ecs29a device arrived with the anvil missing. Only the casing half washer was present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a general surgery the stapler mis-fired. The procedure was completed with a like device.